Manufacturer narrative:
(B)(4)

Event description:
Following implant, they didn't have the medication, so they filled the pump with water. They filled the pump with medication the next day; the pt had withdrawal symptoms the following day. They called the doctor and he said the pump was unprimed. The pt experienced sweating (diaphoresis), mucus diarrhea, couldn't see straight, left side affected, foamy cough, burning up and freezing at the same time and she feels like wants to jump off a bridge. The pt was given oral dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.